Event description:
The patient experienced "new abdominal pain" that began at the patient's naval and ran across the abdomen. The patient was admitted to the hospital. The patient was stated to be in "fair" status. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).